Event description:
The device was used during a gastric bypass. Reportedly, the staples did not form properly and the instrument was bent. One hour post-operative, the pt was returned to the or and the surgeon performed a re-operation. The surgeon manually sutured to correct the condition. The hospital has reported the pt's condition is satisfactory.